Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges wrongful death and general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventrio st mesh (device #2); an additional emdr was submitted to represent the ventrio mesh (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio mesh on (B)(6) 2012 and ventrio st mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both meshes. Attorney alleges wrongful death of the patient on (B)(6) 2018. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.